Manufacturer narrative:
Follow-up root cause: failure analysis on the returned cpu board shows that the customer reported problem of back-up alarm failed was not duplicated. No problem found with this cpu board.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported that the unit was not in use on patient.